Event description:
It was reported that two days after the customer started to use the product, the swivel connector got detached. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review one (1) part was available for investigation of this complaint, it was observed an open pouch with label. Procedures were reviewed and were found adequate for investigation purposes one open part received for investigation, inspected with un-aided eye. Part has adaptor bush detached from the flexible section. The area of the flexible hose show tetrahydrofuran/butanone residue which indicates there was bonding present. Part inspected also had dark colored spots inside flexible hose. It was reviewed that in the assembly process the connector was submerged into 50/50 tetrahydrofuran/butanone and then bonded into the tube. Assembly was cured for 12 hours. After this process operators test the parts by pulling 100% of the connectors by hand assuring there was a correct bonding. A leakage test/blocked was also performed for this part number where the assembly was connected to the tester shown below and was rotated slowly two full turns. Leakage must not exceed .3 l/min. Device history report (DHR) from the affected lot showed compliance on these tests and no evidence from the reported defect. Through the investigation, the fact of the tests performed, the lack of evidence of the defect on DHR, the bonding agent present on part and due to part was used for two days, it was concluded that the defect can not be attributable to the manufacturing of the product since part was handled prior manufacturing. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Complaint data was reviewed on 13/jul/2020 and after reviewing the complaints history from june 2016 to date, it was found that this was the 18th. Complaint related to non-functional product defect on the reported code. Manufacturing personnel were notified of this complaint. This was recorded in training folio on 31-jul-2021.